Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had low blood glucose and buttons were unresponsive. In addition, customer stated the insulin pump is currently alarming, but unable to clear alarm due to unresponsive keypad. The customer's blood glucose was 46 mg/dl. Customer stated the esc and act button were not working. Also, insulin pump had moisture damage cause by sweat. The customer declined to complete troubleshooting.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened button dome switch and unlocked lcd keypad connector. We were unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test . In addition we were unable to verify battery out limit alarm due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor and vibrator assembly during visual inspection except battery tube assembly has a moisture damage noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and cracked case reservoir tube window corner.